Event description:
Patient returned to the doctor's office for follow up post hysterectomy. The patient asked what a burn on the thigh and abdomen was from. The doctor stated that the patient had a resolving 3rd degree burn on right anterior upper thigh and abdomen (3 spots) the size of a pencil eraser. The doctor stated it was small and healing. The doctor assumed the cause was from the cautery pad. During the procedure, the patient was in the dorsal lithotomy position. The esu, electrosurgical unit, pad was placed on the thigh at the juncture of the groin. The position of the patient caused the esu pad to crease.